Event description:
I had a stomach mesh implanted in my whole stomach and the pain is so bad I just want to kill myself. I have begged my doctor to remove this mesh and he said he can't. Please help me.